Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the loop recorder device falsely detected 102 atrial tachycardia episodes when it should have been detecting sinus rhythm. The loop recorder is still in use. No patient complications have been reported as a result of this event.